Event description:
Endovascular treatment of a descending thoracic aortic aneurysm was attempted. Significant tortuosity and anatomical angulation was present in the proximal portion of the descending thoracic aorta. After significant manipulation of the device, the physician was having difficulty obtaining correct position of the gore tag thoracic endoprostheis due to tortuosity and angulation challenges. The decision was made to remove the device, re-insert the dilator tip into the 24fr sheath as it caught at the proximal end of the sheath. Therefore, the physician attempted to remove both the sheath and the device. During the process only the sheath was able to be moved distally. The device was still constrained (not deployed) but the physician was unable to move it distally or proximally. Some force was applied by the physician in further attempts to remove the device. Displacement of the device was noted and the decision was made to remove the device surgically by means of apelvic laparotomy. Seventy-two hours later, the pt expired. Cause of death was reported by the physician to be pancreatitis. Although the physician stated that the cause of the pancreatitis was not clear, he did comment that the significant amount of manipulation of the device during the attempted delivery and removal could have resulted in a significant amount of microembolization which may have contributed to the subsequent clinical sequelae.